Manufacturer narrative:
Following return and completion of lab analysis, a follow-up report will be submitted.

Manufacturer narrative:
Upon return, this lead was thoroughly analyzed. Visual inspection confirmed a complete lead with setscrew marks noted on the terminal pin. Further inspection revealed a separation of the gore covering from the medical adhesive (ma) at the proximal edge of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Although under normal circumstances separation of the gore covering will not impact the reliability of the lead, to reduce the occurrence of such damage use of a trans-valvular insertion (tvi) tool is recommended when using a hemostatic tear-away introducer. Extensive testing was performed to assess the lead's electrical integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry. Rigorous testing, including extensive lead manipulation while connected to an ohmmeter, verified there was no intermittency in the electrical conductivity. While engineers noted gore separation, analysis was unable to confirm or replicate the reported clinical allegations.

Event description:
This right ventricular was returned for a post market assessment.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular lead and device, high out of range shock impedance values were continually observed. It was reported that multiple configurations were tired, as well as the terminal pin cleaning and reconnection, so as to resolve the issue. Ultimately, the physician was unable to establish favorable measurements and both products removed. After changing both the lead and device, the shock impedance values normalized and the procedure completed in the absence of injury.